Event description:
Reportedly, the subject ICD reached elective replacement indicator (eri) in about 3 years and 8 months. According to the physician this early depletion is not within specifications. The device was explanted and will be returned for analysis.

Event description:
Reportedly, the subject ICD reached elective replacement indicator (eri) in about 3 years and 8 months. According to the physician this early depletion is not within specifications. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the subject ICD reached elective replacement indicator (eri) in about 3 years and 8 months. According to the physician this early depletion is not within specifications. The device was explanted and will be returned for analysis.